Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was ranging from 400 mg/dl to 500 mg/dl. The customer's blood glucose was treated with a manual injection. It was also found the customer had a total of 6 bent cannulas on their infusion sets. The customer also stated they had ketones due to their high blood glucose. Customer's blood glucose was 165 mg/dl. Customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).